Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device had severe vibration at the blade combine part was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger of the device was sticking. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and repair, it was determined that the battery oscillator device trigger was fractured and sticking, and the bearing was damaged. It was further determined that the device failed pretest for check for sticky trigger. It was noted in the service order that the device had severe vibration at the connection with the blade device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.